Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the paramedics were called on (B)(6) of 2013 and she was hospitalized due to high blood glucose and dka. Customer stated that the blood glucose reading was over 800 mg/dl when paramedics arrived. Customer stated that she has been hospitalized about 5 times since may. Resent hospitalization blood glucose reading was 560 mg/dl. Customer stated that her insulin pump screen is cracked. Nothing further was reported.